Event description:
The patient was implanted with the bacfix ti spinal fixation system for an l4-s1 fusion. At four months post-operative, x-rays revealed that the right rod had dissociated from the si wedge, and that the locking clip at right s1 had dissociated from the construct. The system was explanted.